Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reinstalled the endoscope and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon encountered non-intuitive motion. The intuitive surgical, inc. (Isi) technical support engineer (tse) assisted the surgeon through adjusting the base of the endoscope to 180 degrees and removing the sterile adapter. The surgeon reinstalled the endoscope and reported the issue was resolved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon encountered the non-intuitive motion issue when he moved the universal surgical manipulators up and down, they would move left to right. The endoscope horizon was messed up as it was moving in the opposite direction. The customer staff did a system check and did not find any issues. The surgeon was able to resolve the issue by reinstalling the same endoscope and completed the case with no other issues.